Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added.

Manufacturer narrative:
H6. Medical device problem code, break (a0401) replaced with crack (a0404).

Event description:
A complainant report that during an attempt to implant an impella 5.5 system, the vascular graft (prosthesis) was surgically sutured in place. While introducing the sheath from the axillary kit, the sheath split at the distal end. As a result, a second axillary kit from another set was opened and used. This sheath functioned without any issues. However, the impella device was ultimately not implanted, as the patient was successfully weaned from cardiopulmonary bypass without requiring impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.